Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip and triclip procedure was performed to treat functional mitral and tricuspid regurgitation (mr/tr). The mr grade was 2-3 and the tr grade was 4. Imaging was difficult. It was noted during preparation of the clip delivery system (cds) and two triclip delivery system (tcds), the systems were difficult to flush. The process was repeated and the systems were able to be de-air. The cds was then implanted, reducing mr to a grade of 1. The triclip steerable guide catheter (tsgc) was then retracted into the right atrium. An xtw clip (50612r1124) was inserted and deployed on the tricuspid valve. However, after deployment the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An attempt to implant (50612r1093) was unsuccessful due to the inability to grasp both leaflets. Tr remained at a grade of 4. At the end of the procedure, the patient experienced a right to left shunt. Therefore, an atrial septal device was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported off-label use was due to the triclip steerable guide catheter (tsgc) being used on a mitral valve. A cause for the reported perforation; however, cannot be determined. Perforation is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.